Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. How long was the delay? 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? 3. Were there any patient consequences? If yes, please explain in detail: all answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qemhxe/ sxpp1a40012, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences? If yes, please explain in detail. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2021 due to due to multiple uterine fibroids and the barbed suture was used. After intraoperative resection of the tumor, the suture broke when it was used, resulting in prolonged suture time of uterine myometrium, timely replacement of another like suture to continue to complete the suture. Ultimately the surgery was completed successfully. Additional information has been requested.